Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, and labeling review. No adverse trend was identified for the customer issue. Device history review for the likely cause list 2g22 did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Per the product labeling, if results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute and chronic infection. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Event description:
Additional information was obtained from the customer on november 23, 2017. The initial nonreactive results for the patient were obtained on (B)(6) 2017. On (B)(6) 2017, viral load confirmatory test was found to be positive (viral load 93,000). The patient was retested and was found to be initially hbsag reactive, however the specific values and methods were not provided and the patient viral load was retested and found to be around 120,000. Additional results were provided for the patient and included elisa core (negative), anti-hbe (negative, 2.020), hbeag (reactive, 8), presence of igg, and absence of igm, however the customer did not allege discrepant results for these markers.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, and labeling review. No adverse trend was identified for the customer issue. Device history review for the likely cause list 2g22 did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Per the product labeling, if results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute and chronic infection. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Event description:
Additional information was obtained from the customer on december 15, 2017 a confirmatory dna pcr test was completed and showed a value of 94000. Additional screening of the patient and confirmatory test showed viral load 1,200,000 copies, however the test date was not provided.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer observed a (B)(6) result while using the architect hbsag qualitative ii reagents. The customer stated that a (B)(6) result was reported on (B)(6) 2017. The same patient was tested on (B)(6) 2017 using pcr method and was (B)(6) viral load confirmatory test was found to be (B)(6). Previously, approximately 2 to 3 months prior to the current test, the patient was (B)(6). No impact to patient management was reported.